Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the total care articulations and operational controls. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in mar 25, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a totalcare head section not going up were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
On 19-jan-2026, a customer contacted technical service to report that total care bed (product code p1900h006637, serial number (B)(6), had head section will not raised. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.